Event description:
Patient reported that she had stopped using the revi device in early (B)(6) 2026 due to feeling tingling, numbness and pain in her left leg from the bottom sole of foot up to left buttock. She reports these symptoms to have started around early (B)(6) 2025. She then stopped using revi in (B)(6) 2026 unsure if it was caused by revi. She did not see any difference in symptoms or severity when stopping revi treatments. She denies any redness, inflammation or warmth at incision site. She was diagnosed with neuropathy, but the cause is still unknown. She was prescribed medication for the neuropathy and pain.